Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had an asr cup size 60 and a 53 head. The surgeon revised the cup. The patient's stem was an srom. He pulled the stem and left the sleeve so he could use a ceramic head on a new trunnion. Doi: unknown; dor: (B)(6) 2018; left hip.